Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The burr was not returned for analysis. The advancer, drive shaft, handshake connections, sheath, and coil were visually and microscopically examined. Inspection of the device found that the coil had been stretched and broken at the point of detachment from the burr. Product analysis confirmed the reported event, as the coil was stretched and broken at the point of detachment from the burr.

Event description:
It was reported that burr separation occurred. During a percutaneous coronary intervention (pci) procedure, a 1.50mm rotapro device was selected for treatment of a calcified vessel. When the device was removed from the patient the burr was noted to be detached from the device. The device was able to be removed fully from the patient. The device was replaced and the procedure was completed with no patient complications reported.